Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. Wear abrasion observed on the device. One opening on device in the posterior side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "capsulectomy was a baker grade 3." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.